Event description:
The customer reported observing a false positive and negative test interpretation while performing antibody screen testing on the ortho provue analyzer with cap samples. The customer did not provide add'l info. Discrepant test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. Ocd was unable to perform add'l investigation since the customer was unwilling to submit log files for investigation. The customer indicated the samples were hemolyzed; therefore, repeat testing on the analyzer could not be performed. Service was not ordered for this incident. This customer has not logged any complaints against this analyzer since this incident.